Manufacturer narrative:
Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx). Product analysis summary: the stent was positioned on the balloon between the marker bands in accordance with the positioning specification. However, due to d eformation, the stent did not meet the visual acceptance criteria. Deformation was observed on the mid stent wraps, with struts raised. No deformation was evident on the distal tip. No other damage was observed on the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one onyx trucor coronary drug eluting stent when the device failed to cross the lesion. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The lesion intended to be treated was a mildly tortuous, non-calcified lesion with 85% stenosis located in the proximal left anterior descending (lad) artery. The device did not device pass through a previously-deployed stent. There was resistance encountered when advancing the device, and excessive force was not used during delivery. No patient complications were reported as a result of the event.